Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation of a benign stricture in the esophagus preformed on patient on (B)(6), 2011 (patient age, gender, weight are unknown). According to the complaint, during the procedure, on the third inflation to 8mm the balloon burst. No pieces of the balloon detached inside the patient. There were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to have no issues.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is under 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.